Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move without resistance in both longitudinal and lateral directions (free float). The incident was observed while after a patient was loaded onto the table. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
According to the report, the chief technologist said the lock pedal area was cleaned after the event to remove any foreign material that may have been interfering with the pedal motion. The ge field engineer inspected the table lock mechanism and pedal area and was able to remove some debris from the pedal areas, but was not able to reproduce the problem, but felt debris was the most likely cause. He tested the table operations, found no other problems and returned the room to the customer for use.